Event description:
Additional information received reported that thediagnostics included examination on 2013-(B)(6). It was noted that the event was related to the implantable neurostimulator (ins) and not related to the procedure. It was noted that the entire system was explanted and not replaced on 2013-(B)(6). It was noted that the patient was given antibiotics on 2013-(B)(6). It was noted that the event resolved with sequelae. Additional information received reported that the event was not related to the ins and was related to the procedure. It was noted that the device was removed due to the infection.

Event description:
It was reported the stimulator was infected. The patient presented with fever, local pain, erythema, induration around the right gluteal incision where the implant had been placed. The patient did not response to parenteral antibiotics. The event was noted as resolved with sequelae. Additional information reported the device was removed due to infection. Additional information reported the infection cleared and the patient was no longer using a stimulator device since the system was removed.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09b8s, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that action was taken on (B)(6) 2013. The event was reported as resolved without sequelae.